Event description:
It was reported that prior to using a bd plastipak¿ - 3-piece syringe, the scale marking were missing. The following information was provided by the initial reporter: the syringe has no measurement markings & unable to use. Faulty syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd plastipak¿ - 3-piece syringe, the scale marking were missing. The following information was provided by the initial reporter: the syringe has no measurement markings & unable to use. Faulty syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 5-jul-2022 . H6: investigation summary: multiple samples and photos were provided to our quality team for investigation. Through visual inspection, the scale marking was observed to be clear or not printed, verifying the reported incident. A device history review was performed for reported lot 2203076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure.